Manufacturer narrative:
Concomitant medical product: pm2210 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients relative that one of the pacing leads "frayed". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.